Event description:
The manufacturer received a voluntary medwatch (mw5149013) regarding a dreamstation 2 CPAP device. The patient alleges their device is "overheating and was getting hot to the touch." They "had to stop using it due to safety concerns." There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.